Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device caused burning during defibrillation. Additional details have been requested. We are considering this event to be a serious injury based on the answer to the question: was there an adverse event associated with this feedback = yes.

Event description:
A customer reported that a patient was "burned" with pads during a defibrillation procedure. Six de-identified photographs were provided to philips of the red marks on the patient¿s skin after the defibrillation procedure. The redness is consistent with the shape of the defibrillator pad, with most of the redness shown being at what would be the border/edge of the defibrillator pad. There is no visible blistering of the skin or darkened areas. There was no report of blistering of the skin or an open wound and it was not reported that any treatment was required for the reported symptom. Two photographs of the involved (used) defibrillator pads were provided. The pads were partially placed against each other. The gel of the pads appears even on the inside surface of the pads and there are no brown or otherwise discolored areas or areas of bubbling beneath the gel. There is no information to support that a malfunction occurred. As described in the product labeling, redness of the skin can be expected after use of defib pads for electrical therapy.